Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image when utilized with 160, 165, or 180 series scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information ,based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely, the cause is related to a faulty patient board set. The cause is possibly associated with an effect, prior to countermeasures, due to the change in the design of the dr board (printed circuit board). It was confirmed, that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.